Event description:
Follow up identified the reported issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was having her scs ipg pocket revised. Reportedly, the ipg pocket surgical incision was not healing. In addition, the patient complained her ipg migrated. The patient stated the ipg was medial to her buttocks and low. Follow up identified surgical intervention was taken on (B)(6) 2017, during the procedure fluid accumulation was found in the ipg pocket but no infection. The physician moved the ipg pocket further up and lateral.